Manufacturer narrative:
Update to h2; coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that reintervention was required for an endurant stent graft due to aneurysm expansion and an unknown endoleak which were identified on computed tomography. The procedure involved extension of the proximal seal with an endurant cuff and anchoring. The cuff was placed to provide an additional 7mm of neck seal. The first two anchors were successfully implanted. When the c-arm position was adjusted and the next anchor was positioned, the anchor did not deploy and a blue light illuminated. The applier was removed, flushed, and an attempt was made to deploy the anchor on the table, but the forward and back buttons on the applier were not functioning. A second applier was opened, and the remaining anchors were deployed as planned without further issues. The procedure was successfully completed. No patient complications have been reported as a result of this event. Per the physician the cause of the blue light error is undetermined. The cause of the endoleak was disease progression of the neck.